Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Complications post implant placement: 2007 ¿ severe left groin pain with a tender lump. Vaginal discharge, pelvic and low back pain. Ultrasound revealed 2 ovarian cysts. Diagnosed with urinary tract infection with early pyelonephritis. (B)(6) 2007 a portion of vaginal tape removed from anterior vaginal wall. CT revealed inflammatory mass in left suprapubic region extending through the rectus muscle and abutting the bladder wall - suspect a chronic infection of the tvt tape with suprapubic abscess formation. (B)(6) 2007 ¿ mesh revision surgery: underwent cystoscopy, incision and drainage of abscess and excision of foreign body for suprapubic abscess, eroded urethral suspension tape in the vagina. Following the mesh revision surgery, developed complications such incontinence with inability to control urine.